Event description:
Hosp personnel were attending to a pt, condition unk. During an attempt at delivering therapy using disposable defibrillation electrodes, it was reported that the device would not charge to the selected energy level. On the 4th attempt, the disposable defibrillation electrodes and adapter were replaced with standard paddles and the device functioned properly. The pt was successfully resuscitated.